Manufacturer narrative:
Customer resolved; no details provided. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that the camera malfunctioned, causing no scopy or recording on an allura xper fd10. The clinical use of the system was unknown. There was no reported patient or user harm.